Event description:
It was reported that post-op of a robotic sigmoid colectomy the patient went home two days post op with no issues but returned the next week presenting septic. Surgeon re-operated and the patient passed after an unknown period of time after the reoperation. Surgeon reviewed his videos of the procedure multiple times and found no abnormalities and stated there was no tension on the anastomosis.

Manufacturer narrative:
(B)(4). Date of event only event year known: 2021. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? Can a detailed timeline of events leading up to the patient¿s death be provided? Why was a re-op done? What was found during the re-op and what was done? Who fired the device and what is their experience with the cdh29p device? Does the surgeon believe that there were any patient characteristics that would increase the likely hood of the post-op leak? What was the date of the patient¿s death? Has a cause of death been determined? Was an autopsy done? If yes, can that report be shared with us? Can the video of the initial surgery be shared with us? If the re-op was recorded, can that video be shared with us? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 01/11/2023. Additional information received: the timeline that I understand but will try to confirm from him was: 1. Patient needed operation; 2. Performed robotic surgery what looked to be a great case with successful anastomosis; 3. Went home post-op in two days; 4. Returned the next week and presented septic; 5. Re-operation was completed; 6. Patient died unknown time after that. Additional information was requested, and the following was received: what were the indications for surgery? Rectal/sigmoid cancer did the patient receive any preoperative chemotherapy or radiation? No. Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? Not directly. Why was a re-op done? Sepsis / leak. What was found during the re-op and what was done? Complete disruption of anastomosis. Who fired the device and what is their experience with the cdh29p device? Resident does the surgeon believe that there were any patient characteristics that would increase the likely hood of the post-op leak? Not that he¿s aware of. He mentioned cancer and possible malnourishment. What was the date of the patient¿s death? (B)(6), 2021. Has a cause of death been determined? Sepsis. Was an autopsy done? No. If the re-op was recorded, can that video be shared with us? The re-op was not recorded.

Manufacturer narrative:
(B)(4). Date sent: 01/25/2023 additional information received: the operating surgeon shared that this case was back in (B)(6) 2021 where he was doing a distal sigmoid resection on 63-year-old male. Pathology revealed advanced malignancy with roughly around 12 out of 20 lymph nodes affected so it was an aggressive malignancy. The patient had not received chemo or radiation. The patient was discharged on post-op day 2. The patient went to an outside facility approximately a week to 10 days out with a possible bowel obstruction. The patient was transferred back to the university of arkansas and arrived in septic shock. The patient was taken back to the or and the anastomosis was disrupted by about 75% and an end colostomy was done. The patient was taken to the ICU. The patient continued to decline, multi-system organ failure, septic shock and unfortunately passed away. The surgeon further states that there were no difficulties with the device as he has re-watched the surgical video, and nothing jumped out. A flex-sig is always done and there were no bubbles. There were no issues with staple formation and the donuts were fine. Transection of the rectum only took one fire of the 60. The device was not difficult to remove. He further explains that he has had no further issues with patients since this case and he also uses a 29 on everything. In addition, he states that unfortunately leaks happen.